Event description:
It was reported that during preparation of a dialysis catheter placement procedure, the product packaging allegedly hardened and it could not be opened. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed equistream d/l catheter kit was returned for evaluation. Visual evaluation was performed on the returned packages. The investigation is confirmed for the identified packaging problem, melted and ambient temperature problem as the product tray was noted to be crushed throughout. However, the investigation is inconclusive for the reported difficult to open issue, as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2023).